Event description:
It was reported that: while the device was ventilating a pt, a user noted that the display went blank and the device stopped ventilating. The display came back up and the device then began to function normally. The pt was manually ventilated with an alternate device and then transferred to another ventilator. No pt injury.